Event description:
This report is related to previously reported complaint of externalized conductors, reported on (nov 10, 2014), MFR number 2938836-2014-18512. New information received noted the capped lead was explanted.

Manufacturer narrative:
The reported event of ¿externalized conductors¿ was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection of the partial lead noted multiple internal insulation abrasions between the shock coils breaching the ring electrode, right ventricular, superior vena cava cable lumens, and inner coil lumen. The cause of the reported event was due to internal insulation abrasions breaching the ring electrode, right ventricular, superior vena cava cable lumens, and inner coil lumen with exposed inner coil conductor.